Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht hum device was returned to a third-party service center as with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit. The device was also found to have dust contamination. Additionally, the device display error code: #53 (err_comp_log_sem_timeout), the device was scrapped by the service center after the evaluation was completed.